Event description:
It was reported that patient presented in-clinic after experiencing syncope. Patient was asymptomatic in the clinic. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and loss of sensing. From venogram it was found that the lead was fractured. The lead was capped and replaced on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
The reported events of lead fracture, failure to capture, and failure to sense were confirmed. As received, only the connector portion of the lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil. Scanning electron microscope evaluation verified all filars of the inner and outer coils were fractured at the proximal region. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone consistent with friction to device can and the fractured inner and outer coils consistent with bending fatigue.